Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post operative hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage ("bleeding again") and post procedural diarrhoea ("I went to rest room and had diarrhea"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, post procedural haemorrhage and post procedural diarrhoea outcome was unknown. The reporter considered medical device removal, post procedural diarrhoea and post procedural haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleeding again"), post procedural diarrhoea ("I went to rest room and had diarrhea"), abdominal rigidity ("abdominal spasm") and inflammation ("inflammation"). The patient was treated with surgery (lap hysterectomy with bolateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, post procedural haemorrhage and post procedural diarrhoea outcome was unknown. The reporter considered abdominal rigidity, inflammation, pelvic pain, post procedural diarrhoea and post procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - abdominal spasm, hysterectomy, bleeding, diarrhoea ,inflammation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received- case become medically confirmed. Pelvic pain event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post operative hystrectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage ("bleeding again"), post procedural diarrhoea ("I went to rest room and had diarrhea"), abdominal rigidity ("abdominal spasm") and inflammation ("inflammation"). The patient was treated with surgery (hystrectomy). At the time of the report, the medical device removal, post procedural haemorrhage and post procedural diarrhoea outcome was unknown. The reporter considered abdominal rigidity, inflammation, medical device removal, post procedural diarrhoea and post procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - abdominal spasm, hysterectomy, bleeding, diarrhoea , inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: - abdominal spasm , inflammation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post operative hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage ("bleeding again"), post procedural diarrhoea ("I went to rest room and had diarrhea"), abdominal rigidity ("abdominal spasm") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, post procedural haemorrhage and post procedural diarrhoea outcome was unknown. The reporter considered abdominal rigidity, inflammation, medical device removal, post procedural diarrhoea and post procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - abdominal spasm, hysterectomy, bleeding, diarrhoea ,inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.